Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A clinical director reported the patient interface suction was slipping during a lasik corneal flap creation. The reporter indicated the treatment was stopped at twenty two percent, and the patient was moved to another manufacturer's device to complete the flap creation. The reporter stated there was no harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The logfile review indicated eighteen successfully performed treatments and one aborted treatment on the reported event day. The treatment was aborted by the user pressing the vacuum pedal to shut down both vacuum pumps after surgeon interrupted the treatment during channel cut for almost ten seconds. No issue of slipping suction ring can be seen in the logfile, due to stable vacuum values during the preparation and the start of the treatment. All other treatments show no abnormalities, error messages or other issues. The complete day shows no relevant warning and no error message. Further the energy values show no relevant deviations and are stable during the complete day. The user also performed several more energy checks in the recommended time range. So no contributing factors can be identified by reviewing the logfile and also no root cause for the user¿s abortion of the treatment is detectable. No issue of slipping can be seen in the logfile due to stable vacuum values. The treatment was aborted by the user. The manufacturer internal reference number is: 2016-17174